Manufacturer narrative:
H3, h6: the device was used in treatment and was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. It was reported that user could not hook navio up to external monitor, the screens would switch off and the external monitor would display no signal. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. The navio surgical system surgical technique for total knee arthoplasty (500095 revd) provides setup and use instructions for the touchscreen monitor. There are only instructions indicated for one monitor. The second monitor port is not to be used nor is the rear door to be left open during surgery. This function is not validated and connecting to a remote monitor during a clinical case is not an approved configuration for use. The reporter was informed when the field report was received (5/22/2019) that this was not an approved use of the system. The root cause was established to be off label / abnormal use. We could not confirm if there was a relationship established between the reported event and the device.

Event description:
It was reported that could not hook navio up to external monitor. During the first case, successfully hooked the navio up to a stryker ext. Monitor after rebooting five times. Were unsuccessful during the second case. The surgeons drapes screen and wants to be able to see what is doing during the case, so doctor requested an external monitor. The navio was shut off each time before attempting to project onto the external monitor. It would connect at first and the snn splash screen would come up on the external monitor, but then go away (the navio monitor would be black). As the system finished booting up, the screens would switch and the external monitor would say it had no signal. Was using a display port to dvi cord and tried using the display port hook in at the top right corner in the back of the navio as well as in the back of the black box inside at the bottom. Did not attempt to reconnect after the patient was rolled in the room.